Event description:
It was reported that this pacemaker device exhibited high out of range pacing impedance measurements, measuring at 3000 ohms on right ventricular (rv) channel. It was noted that there was no capture at high voltage output and pacing thresholds were at 3v. The physician suspected that there might not be a good connection between the rv lead and this device. The plan was to have the rv lead replaced. This device remains in service. No adverse patient effects were reported.